Event description:
The facility indicated that the pt pendant quit working.

Manufacturer narrative:
The tech found the pendant cable was cut and the wiring was exposed. The tech replaced the pendant to repair the bed.